Event description:
It was reported that during a pancreatoduodenectomy procedure, the staples were unformed at the first firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 5/4/2009. Info anticipated, but unavailable at this time.